Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent, nausea, vomiting and diarrhea. The cause of peritonitis was unknown. It was reported the patient was hospitalized for other indications. The same day as event onset, the patient was treated with meropenem injection (1g, once daily, intraperitoneal, discontinued) and vancomycin injection (1g, every 5th day, intraperitoneal, discontinued) for peritonitis. On an unknown date, the patient recovered from peritonitis. Pd therapy and hemodialysis therapy were ongoing. No additional information is available.